Manufacturer narrative:
Updated fields - b4, d8 ,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between sheath and catheter. The non-maquet sheath was returned over the catheter tubing and a portion of the rear seal. The extender tubing, pressure tubing and three-way stopcock were also returned. The inner lumen was found to be occluded, the occlusion was unable to be cleared. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. - the iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The evaluation cannot confirm the reported failure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after 10 hours of intra-aortic balloon (iab) therapy, a gas inflow alarm occurred in the console. The iab connection was rechecked, and the iab catheter and console were replaced. Therapy was continued. There was no patient harm or adverse event reported.